Event description:
Pt reported replacing 3 power packs due to the power packs becoming depleted, and the infusion device shutting off without warning. She indicated this occurred in the previous week. Pt stated that the first occurrence she received a "777" on the display screen. She stated that she removed the power pack, and the infusion device would not power up. Pt indicated that two days later a similar event occurred. She stated that she replaced the power pack, and the device functioned properly. Pt did not report any physiological effects associated with this issue. No medical assistance was reported. Product was discarded, therefore will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.